Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Device received with no button response due to flattened (escape and act) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to verify unexpected battery power loss, low battery alarm, motor error alarm, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. No frozen screen noted. Motor passed motor test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when screw in a new reservoir the cartridge comes loose and falls out. The customer blood glucose was unknown at the time of incident. The customer also reports the unexplained no delivery alarms and buttons were not responding. The insulin pump will not be returned for analysis.